Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, as of (B)(6) 2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The procedure was completed and the patient was discharged home.

Event description:
It was reported that after a ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required placement of a chest tube. The procedure was completed and the patient has been discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) attempted to obtain additional information; however so far no response received from the physician.